Manufacturer narrative:
Please note: per customer, neither the product ID or lot number are available. As a result, the UDI could not be determined. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that when a registered nurse (rn) performing intravenous (IV) medication administration, when pressure to plunger was applied, the monoject syringe contents (famotidine) leaked from a crack in the side of the syringe. The syringe was observed not to have crack prior to hooking it up to patient's IV tubing. There was no harm to the patient, or the staff involved.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.